Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet had a cracked screen and the touchscreen was unresponsive, and the device required replacement; blood glucose at the time was reported as 118 mg/dl and not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued use of a cgm via the dexcom app or receiver while awaiting replacement. Investigation included review of the reported condition, confirmation of replacement logistics, user instructions to shut down the ilet to prevent further alerts, and guidance to sync data to the mobile app prior to return and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly resulting in loss of touch input responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.